Event description:
Facility reported that the pt was admitted to the hosp in 2004 for initiation of dialysis. They had a two hour treatment with a f160 dialyzer and a two one-half hour treatment the following day using an f180 dialyzer. On both occasions the pt experienced weakness and itching before and after dialysis. The following day, the pt received three hours of dialysis again with an f180 dialyzer. They had nausea and vomiting and itching before and after treatment. The dialysis rn did not notice any changes in the pt (from the previous two treatments). However, the pt received venofer 100mg IV during their treatments, this was a first time dose ever. The nephrologist thought that the pt may have a reaction to the dialyzer and ordered that an e-beam dialyzer be used for subsequent treatments. Nephrologist also discontinued the venofer. Pt is allergic to betadine, iodine, phisohex, hibiclens, morphine and shellfish. There was no medical intervention required for the suspected reaction. In speaking with the clinic 5 days later, the rn stated that the reason the physician associated the pt symptoms to a possible dialyzer reaction was that unlike the first two treatments the symptoms worsened as the treatment continued. This was a first time use dialyzer. Sample is not available for evaluation.